Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. Prior to procedure, noise was noted on the right ventricular lead. The procedure was rescheduled; the lead was explanted and replaced on (B)(6) 2020. The patient was in stable condition.